Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The needle freezing properties and the iceball size were found within specification. There were no failure found and the needle performed as intended.

Manufacturer narrative:
MDR for the first needle was submitted under MFR # 9616793-2017-00129

Event description:
Prior to a cryoablation procedure, two iceforce 2.1 cx 90°needles and system tested fine with no issues to report. During the 1st freeze the technician noticed that one needle didn't create ice and one needle had a small iceball. The case was continued and the doctor mentioned that the tumor was treated as expected. The procedure was completed with no injury to the patient.